Manufacturer narrative:
The insulin pump passed the functional tests, including the self test, sleep current measurement test, active current measurement test, rewind test, prime test, seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump was received with normal operating currents. No unexpected replace battery now alarm noted. However, unexpected replace battery alarm noted in the pump history due to connector resistance. The loaded voltage display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector on electrical board, pump was monitored and functioned properly. The insulin pump was received with scratched case, pillowing keypad overlay, cracked retainer and minor scratched lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed change battery now without low battery alarm prior the issue. The customer stated uses brand new alkaline aa batteries. The insulin pump was not dropped, bumped and no damage visible. There were no unattended alarms battery cap was not loose nor damaged. This was the fourth occurrence in the last few day. The insulin pump will be returned for analysis.